Manufacturer narrative:
Operator of device and expiration date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing a failed occlusion low at 9.8psi occurred. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found signs of fluid ingression on device. Functional testing found the problem was not able to be duplicated. Performed pressure switch test for the returning device and the pressure switch was found to be activated properly within the device manufacturing specifications. However, found fluid ingression on downstream occlusion sensor by the chassis base - possible cause of the issue. Replace downstream sensor as preventative. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: model num 6400. H4: device manufacturing date 06/19/2002.